Event description:
It was reported that high impedances were measured on the device. The manufacturing representative stated that good impedance measurements were taken intra-operatively, but after anchoring and hooking up the lead to the battery, they measured impedances of greater than 10,000 ohms on 3 contacts and 580 ohms on all other contacts. The lead was tested multiple times, but gave the same result. It was noted that the leads were connected directly to the multi-lead trialing cable (mltc) twice, and the impedance values on all contacts were greater than 10 ,000. It was further noted that "it was a nightmare getting the lead placed." The manufacturing representative stated that the lead configuration was set up correctly, the lid was closed on the mltc, the lead was wiped down, and all other basic procedures were done. It was noted that no stimulation test was able to be performed because the patient was sleeping. The possibility of an open circuit caused by anchoring and suturing around the lead was discussed. It was further noted that the "patient was being prepped to try with another lead." The patient outcome was not provided.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), product type lead, product ID 3777-45, serial# (B)(4), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), product type extension.

Event description:
Additional information received reported that there were high intraoperative impedances. The voltage was increased to 3 and that so lved the issue. It was noted that the patient was receiving effective and life altering therapy.